Event description:
The customer stated he had an insulin reaction that required medical assistance by the paramedics. Troubleshooting revealed that the insulin pump was programmed correctly. The customer also mentioned that screen would go blank when pressing the button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.